Event description:
It was reported that during a mid to distal circumflex stenting procedure, the 3.0x28mm xience stent dislodged during advancement to the lesion and migrated into the vessel. The stent was easily snared and the procedure continued without any issues. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Factors that can contribute to stent dislodgement include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy, previously implanted stents, and accessory devices. There was no note of any damage observed to the stent delivery system (sds) or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported event. In this case, it was reported that the stent dislodged during advancement to the lesion and migrated into the vessel. The dislodged stent was retrieved with a snare device. To assure that all products perform according to specification, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.